Event description:
It was reported that a pt underwent a procedure to extend a previous construct using screws and rods. The surgeon removed the old rods and connectors and placed two new bone screws at l3. A film taken sometime post-op showed that 2 screws had broken. Unsure as to whether it is the new or old screws that broke. At this time, no revision has been planned. No further pt complications have been reported at this time.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for eval, therefore, the cause of the event cannot be determined.